Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode due to battery impedance. Technical services (ts) analyzed presenting electrogram (egm) and explained device operation in safety mode with physician. This device was explanted and another crt-p was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific and further investigation is anticipated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data could not be established due to the device operating in safety mode with no brady/tachy therapy available. Battery analysis noted a depleted cell with no battery related failure determined as the current drain was found to be normal. Probable cause of the observed safety mode condition could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode due to battery impedance. Technical services (ts) analyzed presenting electrogram (egm) and explained device operation in safety mode with physician. This device was explanted and another crt-p was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific and further investigation is anticipated.